Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog # 642000220, natural knee ii modular cemented tibial baseplate, lot # 61857191, catalog # 620704113, natural knee ii constrained distal femoral spacer, lot # 60741952, catalog # 621575145, natural knee ii revision stem, lot # 62017390, catalog # 620704103, natural knee ii constrained distal femoral spacer, lot # 60636162, catalog # 632000103, natural knee ii cemented constrained femoral component, lot # 61764254, catalog # 621575165, natural knee ii revision stem, lot # 61784250, catalog # 630007101, natural knee ii all poly patella, lot # 61950488. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain. It is unknown if she will be revised.

Manufacturer narrative:
The components involved were reviewed for compatibility with no issues noted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the natural-knee ii system package insert, pain is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.